Manufacturer narrative:
Qn# (B)(4). Corrected data: section d.1.- brand name corrected to hudson aquapak 728 sw,760 ml w/028 adaptor. Section d.2.- common device name corrected to humidifier nebulizer kit. Section d.2b.- procode corrected to ogg. Section d.4.- catalog# corrected to 037-28. One empty 037-00, 760 ml, water bottle lot 19f107 was received for evaluation. No adaptor was received for evaluation. The water bottle arrived with both ports punctured. The front nebulizer outlet port had been punctured cleanly without port inversion. The top adaptor port on the water bottle was inverted such that the port had not ruptured cleanly. The number "1" was embossed in the plastic of the bottom of the water bottle. Handwriting on the bottle's label appeared to be in black pen ink and read, "other lot# 19f-110". No other visual defects were observed. No nebulizer adaptor was received for evaluation; therefore, the investigator tested the sample bottle's adaptor port using an unrelated adaptor (lot 74l1901354). Adaptor threaded onto aquapak bottle without difficulty. Upon removing the adaptor, observed that the bottle's adaptor port had punctured cleanly. A device history record review was performed and no relevant findings were identified. The product instructions for use state, "thread the nebulizer adaptor onto the reservoir and tighten." As no adaptor sample is available from the customer, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that staff were unable to or had difficulty puncturing the top of the bottle. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that staff were unable to or had difficulty puncturing the top of the bottle. No patient harm reported.